Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message and the drive shaft is not rotating was confirmed during archive data review and functional testing. Ua45 error message is displayed when the drive shaft is not at the "home position." The error message usually can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was very difficult to rotate, confirming the customer's reported complaint that the drive shaft is not rotating. This might have caused the user difficulty pulling up the lifeband completely before turning the device on. The root cause for the reported complaints was a failure of the integrated encoder gearbox, likely attributed to a failed component. The archive data review showed multiple ua45 error messages, thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 displayed upon powering on and the stuck drive shaft, confirming the reported complaints. The drive shaft was returned to the home position using the administrative menu and the integrated encoder gearbox was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message during the morning equipment check. The drive shaft is not rotating. No patient involvement.